Event description:
It was reported that this electrode exhibited oversensing due to changes in signal amplitude measurements during exercise and posture changes. Inappropriate shocks were delivered as a result. The primary sensing vector was reprogrammed, however, oversensing continued during exercise. The position of the electrode was noted to have moved/migrated. Surgical intervention was undertaken. The electrode was successfully repositioned. No additional adverse patient effects were reported. This device remains in service.